Manufacturer narrative:
Concomitant medical products: product ID: 388928, serial #: unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient noted that after several start up problems the device worked perfectly for their bladder but after 5 years the device came out literally and figuratively ¿from one day to the next there was a hole in the patient¿s butt.¿ the stimulator urgently had to be removed. The patient experienced severe depression, inflammation every day and was still in pain. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the device migration was because of infection and inflammation.